Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn:(B)(4). Model: sc-2317-70. Serial: (B)(6). Batch: 7080594.

Event description:
It was reported that the patient experienced loss of coverage. The patient underwent revision procedure wherein physician replaced the percutaneous leads with a paddle. While the original leads were coming out three contacts were scraped off. The physician tried to fish them out but could not, so they are still implanted in the patients body. The patient was doing well postoperatively. The explanted devices were not returned as it was kept by the medical facility.